Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of 520 mg/dl and 240mg/dl. L2 quality control was run and in range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.